Manufacturer narrative:
After battery installation, the pump gave an unexpected blank / white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The pump was unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and blank display. The customer's blood glucose reading was 414 mg/dl. The customer treated with a bolus. The customer mentioned that the pump was dropped. The customer noticed that the pump was flashing white with blank display. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.